Event description:
Medtronic received additional details: post procedure, a hemi-craniotomy was performed to address the hemorrhage. The patient was asymptomatic post procedure, woke up and responded well to commands and became symptomatic 2-3 hours later in pacu. The patient was reported to have expired.

Manufacturer narrative:
Updated sections: patient status, additional details, patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. The event happened in the patient post procedure and cause was unknown. Based on the reported information the pipeline flex device performed as intended; as indicated by successful deployment of the device in the intended landing zone to treat an aneurysm located in the internal carotid artery (ica). No device issue was reported during the procedure. Intracranial hemorrhage is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post embolization treatment with flow diversion the patient experienced hemorrhage. The patient underwent embolization treatment for a small unruptured saccular left internal carotid artery (ica) aneurysm, measuring 5mmx2.5mm, landing zone distal 3.4mm proximal 3.5mm. The vessel was normal tortuous. It was reported that the procedure went off without any complications. Patient woke up post procedure in the post-anesthesia care unit (pacu). Then had massive headache and collapsed. Determined hemorrhage on the left side unable to determine location of hemorrhage but was on same hemisphere as procedure. Left hemorrhage two to three hours post procedure.